Event description:
Hcp reported pt presented with signs of an infection. The device was explanted and replaced in 2004. It was then returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.